Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the patient outcome, product status and product status return was updated. Boston scientific received information that this implantable cardioverter defibrillator (ICD) device had triggered explant. Six months ago, the device showed three years remaining longevity then three months ago, the device showed one and a half year remaining longevity. Boston scientific technical services (ts) to schedule a replacement right away. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device had triggered explant. Six months ago, the device showed three years remaining longevity then three months ago, the device showed one and a half year remaining longevity. Boston scientific technical services (ts) to schedule a replacement right away. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Device not yet returned. Review revealed no additional information related to the complaint.

Event description:
This supplemental report is being filed as update from product investigation was received and the product status was updated. This supplemental report is being filed as the patient outcome, product status and product status return was updated. Boston scientific received information that this implantable cardioverter defibrillator (ICD) device had triggered explant. Six months ago, the device showed three years remaining longevity then three months ago, the device showed one and a half year remaining longevity. Boston scientific technical services (ts) to schedule a replacement right away. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.